Event description:
Pt in surgery for mitral and aortic valve replacement with cardiopulmonary bypass. Temporary cardiac pacemaker sjm model 3085 in use on pt. When moving pt at end of case it was noted that the pt was bradycardic. Pacemaker would not stimulate the ventricle. Pacemaker indicated ventricular output alarm and alarm of atrial output short. All connections were checked. No wires were crossed. Pt bradycardic to 30's and hypotensive to 60's for up to 1.5 min. No underlying normal heart rhythm. Replaced pacemaker with same model backup pacemaker. Capture and restoring of normal rhythm. Alarm for atrial output short remained despite successful stimulation. Replaced pacemaker with same model backup pacemaker. Capture and restoring of normal rhythm. Alarm for atrial output short remained despite successful stimulation.